Event description:
Health professional reported right side capsular contracture baker grade unknown. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, missing and broken in the plug strap. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior, broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. -a broken striated in the plug strap side assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.